Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the center port of the two units of 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags "fell off". The center port came off prior to spiking. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added. The device was manufactured from august 06, 2019 - august 07, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.